Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device short cutting was in and out, when plugged in the dermatome worked for a short period then turned itself off. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a short supply, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of electric dermatome serial number (B)(4) reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the unit lost short and the short cord assembly, short switch, ball detent, thickness lever, bearings, seal and retaining ring, motor, o-ring, and 3 inch width plate were replaced. This is not a related issue. The device history record (DHR) and previous repair report of electric dermatome short supply serial number (B)(4) reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome short supply serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the unit lost short and the device was evaluated with no components replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet australia on (B)(6) 2018 revealed that the motor was running erratic. The depth bar was also found to have side to side play. Product review of the electric dermatome by zimmer biomet taiwan on (B)(6) 2018 revealed that the motor speed was within specifications. The control bar was in the correct position and the calibration was out of specifications at all settings. Repair of the electric dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, and reciprocating arm. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was revealed that the motor was running erratic. The depth bar was also found to have side to side play and the calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. Since during the product review by zimmer biomet surgical it was revealed that the motor was running erratic. The depth bar was also found to have side to side play and the calibration was out of specifications at all settings. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is being recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation by the manufacturer. Once the evaluation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that during surgery, the device power cutting was in and out, when plugged in the dermatome worked for a short period then turned itself off. There was no harm reported and alternative device was used to complete the surgery. A delay of 1-15 minutes was reported. There was no impact to the harvested graft. No adverse events were reported as a result of this malfunction.